Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 5.0x100/80mm sterling balloon was being used for pre-dilation. However, the balloon ruptured at 6 atms on the first inflation. The balloon catheter was successfully removed intact and it was exchanged for a non-bsc device to complete the procedure. No patient complications occurred. The patient's current condition is listed as "good."

Manufacturer narrative:
(B)(6). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).